Event description:
Asr revision; asr xl - right; reason(s) for revision: pain and elevated chrome and cobalt levels.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26588. Reason for original complaint ¿ asr revision due to take place (B)(6) 2013 asr xl - right reason(s) for revision: pain and elevated chrome and cobalt levels. South africa reference number: fnol-dep-jj-05682 update - amended original surgery date taken from claimsuite dated 12th april 2013 ***update received august 8th, 2013. Surgery date amended*** update nov 17, 2017: email notification received. There is no new information added that changes the MDR decision. This complaint was updated on: nov 21, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26588. Reason for original complaint ¿ asr revision due to take place (B)(6) 2013 asr xl - right reason(s) for revision: pain and elevated chrome and cobalt levels. South africa reference number: fnol-dep-jj-05682 update - amended original surgery date taken from claimsuite dated 12th april 2013 ***update received august 8th, 2013. Surgery date amended*** update nov 17, 2017: email notification received. There is no new information added that changes the MDR decision. This complaint was updated on: nov 21, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.